Event description:
During a remote follow-up, alerts for oversensing on the right ventricular (rv) channel were received. However, no electrograms (egm) were available due to the storage on the device being full and oversensing episodes not being prioritized to save. No intervention has been performed. The patient is stable.